Event description:
It was reported that "pt presented in the office with an infection and was scheduled for an I and d washout and tibial insert exchange. Replaced with scorpio flex insert 72-5-0912a."